Event description:
After an implantation period of approximately 44 months it was reported that the lead was extracted due to oversensing in the ventricular channel. During the extraction procedure insulation damage was observed. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through between 8 cm and 7.5 cm proximal to the lead tip. In this area the conductor cable leading to the rv shock coil was found exposed. These damages are assumed to be the root cause of the reported oversensing. The provided x-ray images were inspected. The lead showed an increased level of slack and multiple bending points. It is assumed that in combination with tricuspid valve interaction the lead was subject to severe mechanical stress in the implanted state. Furthermore, a deformed rv shock coil and fractured conductor cable leading to the ring electrode were found, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.